Manufacturer narrative:
The pump initially failed the flow rate testing during preventative maintenance due to a recorded flow rate deviation of 1.20%, which is outside the acceptable range of +/-4.5%. After recalibrating the pump's flow rate offset, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 09/05/2024, during preventive maintenance, the device was reported to have a flowrate offset issue.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00987 is a duplicate of MDR# 3006575795-2024-00840. Refer to 3006575795-2024-00840 for event details. Reference to complaint #: (B)(4).